Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12253. Note: the patient received two leads from the same lot number. It was reported the patient lost stimulation therapy. The physician did fluoroscopy on the patient, which showed that one of the patient¿s lead is partially pulled out of the header of the ipg and there is fluid in the port. There is a lead tail inserted into the other port of the header, but the lead was cut at some point. Surgical intervention is planned to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was taken to surgery for a revision. The lead was inserted into the unused port on ipg. An inter-operative impedance check showed multiple invalid impedances. The physician did not have authorization to revise the lead therefore the lead was left in-situ. Post-operative programming was unable to provide effective therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.